Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted customer service (cs) to report a fluid leak that had occurred during their treatment. The patient stated the leak occurred when the apd luer lock connector disconnected from the baxter solution bag. The patient could not recall what phase of treatment the leak occurred in. The patient reported that they use needle-nose pliers to tighten the connection, yet they still leak sometimes. The patient has not missed any treatments. After encountering the leak, the patient re-set up with new supplies to complete their pd therapy. There were no reported alarms reported during the treatment. The patient confirmed that fluid did not get on the cycler. As a precaution, the patient stated they were prescribed prophylactic antibiotics (type, route, and dose unknown). Despite the prophylactic antibiotics, the patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention. The apd connector was not available to be returned for evaluation as it was reportedly discarded.